Event description:
It was reported by the rep that the one tsb45 from a kngii kit was used during a laparoscopic gastric bypass procedure. It was reported that the surgeon was performing the procedure with the tsb45 stapler. On approx the seventh firing, the staples from the tr45b reload did not close the stomach. The surgeon could not repair this laparoscopically and had to convert to open. There was extended or time of 30-45 minutes.